Event description:
It was reported the ipg was replaced during the surgery to replace the leads. The ipg was replaced due to the age of the device, and the reported increased length of recharge. It was reported the patient had effective stimulation and coverage postoperative. (Reference MFR report: 1627487-2012-06595 for the lead issue and removal).

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.